Event description:
It was reported that prior to a planned changeout procedure, a loss of capture was observed on the left ventricular lead. No patient symptoms were reported. During the procedure, insulation abrasion damage was observed on the lead. It was explanted and replaced with an epicardial variant at that time. The patient would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was crushed and breached at 40.5cm from the connector pin and 44.6cm from the distal tip, which fractured the inner coil at both locations. The damage sustained resulted from clavicular crush. The damage found likely contributed to the reported loss of capture anomaly.